Event description:
It was reported that the clamp of a solution administration set with needle was not closing because it was damaged. It is unknown when in the process the reported condition occurred. There is no report of patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available a supplemental report will be submitted.